Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not secure the cutter and was power broken (runs in the load position), locking mechanism not functioning, won't turn off. It was also observed that the locking pawls were damaged. The assignable root cause was determined to be due to running the device in the load position which damaged the pawls and locking components, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was that during an equipment maintenance inspection, it was observed that the drill collet on the motor device was not seating fully; consequently, the motor was unable to hold a burr. During an in-house engineering evaluation, it was observed that the device would not secure the cutter device. It was also noted that the pawls and locking components were damaged preventing the cutter from locking in. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.